Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the device usb port 1 is not working. The issue found during performance verification. Therefore, no patient or user harm.